Manufacturer narrative:
The following fields have been updated with additional/corrected information: the unknown batch number was provided and updated. D.4. Medical device lot #: unknown to 4073074 d.4. Medical device expiration date: unknown to 31-mar-2025 h.4. Device manufacture date: unknown to 13-mar-2024 . Investigation summary: bd had not received samples or photos for investigation. Therefore, 90 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes that an unspecified number of tubes hemolyzed. The hemolyzed samples were recollected. There was no health impact or consequence reported.

Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) units blood collection tubes. Unknown batch: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes that an unspecified number of tubes hemolyzed. The hemolyzed samples were recollected. There was no health impact or consequence reported.